Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was unable to synchronize with the server and full download was failed. A technical support specialist was able to access the station and successfully perform a database synchronization by following the knowledge article (ka) - "proper data sync 2.0 procedure". The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to sync station with server. There were no adverse events or injuries reported based on this event.